Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced three infusion sets falling off during use within one day of wear due to adhesive issues and also reported a low blood glucose of 42 mg/dl which was resolved with carbohydrate intake on (B)(6) 2026.